Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this implantable cardioverter defibrillator (ICD) delivered unnecessary therapy. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing. The device was reprogrammed to a higher cut off rate. The r wave sensing detection criteria was changed to 0.7 mv. The patient's rhythm was then tested after a stair-walk test and was found to be in sinus tachycardia, as expected. There were no adverse patient effects. The system remains in service.